Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 162 mg/dl. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Prime rewind alarm occurred during prime rewind test at 4 lbs, due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratches on the display window, and without original belt clip.